Manufacturer narrative:
The field service engineer changed the sample/reagent probe and the pressure sensor of the probe. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system and elecsys tsh assay results for two patient samples with a cobas e 411 immunoassay analyzer. Sample 1: the initial hcg result was 236.8 miu/ml with a data flag. The repeated result was 0.253 miu/ml. Sample 2: the initial tsh result was 2.75 uiu/ml. The repeated result was 0.023 uiu/ml. The questionable results were not reported outside of the laboratory. The hcg reagent lot number was 584579 with an expiration date of mar-2023. The tsh reagent lot number was 581577 with an expiration date of nov-2022.

Manufacturer narrative:
The field service engineer (fse) replaced the liquid level detection (lld) printed circuit board (pcb). The service actions resolved the issue.